Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.0/1.0/114 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, there are no plans to implant another lens.

Manufacturer narrative:
Additional information: d9: return date: 14-jun-2023. G3: 14/aug/2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).